Event description:
No blood glucose levels reported. The customer reported a battery out limit alarm from the insulin pump. The customer further reported trying to clear the battery out limit alarm but the buttons of the insulin pump were unresponsive. The customer was advised to contact the hospital for a new insulin pump. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.